Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their device was replaced because it never really did the job. Patient stated they were constantly changing and they upped the program and told her to wait 4 years before replacing to see if the technology would advance. Patient clarified, stating they still experienced bladder symptoms with their implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient's sister stated that it was determined that the patient's wire had gotten dislodged and they had to replace the wires. She indicated that the replacement had been done sometime the previous week.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va0a13n , implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member said their sibling had a device and was leaking all the time. They previously tried to adjust it and failed to respond. The family member thinks a wire came dislodged or something, but they really don't know. They are putting in a new wire next week. No further patient complications have been reported as a result of this event.